Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast implant rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 300 cc mentor memorygel, breast implant and was presented with bilateral breast implant rupture postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number smpx440; serial number (B)(4) on the right side and catalog number smpx405; serial number (B)(4) on the left side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 6/10/2019, the mentor failure analysis lab received the device for evaluation. On 7/3/2019, device evaluation was completed. Device evaluation summary: during analysis of the sample it was noticed to be ruptured. It was received in two pieces. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the left side implant was intact. It was a unilateral rupture on the right side. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).